Event description:
The customer reported that the clinical info center went down and telemetry monitoring was lost for one hour affecting six pts during this time. Alternate pt monitoring was not otherwise available. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.